Manufacturer narrative:
Further investigation into this event indicates that the blood specimen was likely drawn during the morning and the inoculated blood culture bottle was not placed into the bactec 9050 instrument until 1:00pm in the afternoon. In this instance, there must have been significant growth of the k. Pneumoniae from the time the blood was inoculated into the vial and its receipt into the laboratory, since there were enough organisms for the direct gram stain to be positive, as well as enough for a direct ID/ast procedure (both of which would require approximately 100,000 orgs/ml). The most likely reason that the instrument failed to detect this organism would be the delayed entry of the vial into the instrument, which gave the organism an opportunity for significant growth, prior to entry into the instrument. Patients with signs of suspected sepsis are empirically treated with broad-spectrum antibiotics. The recovery of the etiologic agent from a blood culture, as well as the subsequent identification and antimicrobial susceptibility results, are important in the management of the patient, in order to ensure that appropriate antibiotics are continued to be given to the patient. As noted in b.5. The patient recovered from the sepsis event. Retention samples of the same lot of culture media were evaluated using the organism involved in this event with acceptable recovery. The batch history record for this lot was reviewed and found acceptable. Unable to confirm this event.

Event description:
A septic premature infant had approximately 1 ml of blood inoculated into a bactec peds plus culture medium bottle. The bottle was subsequently loaded into a bactec 9050 instrument for blood culturing. The inoculated bottle remained instrument negative for 5 days of incubation. Direct microscopic examination and direct culture/susceptibility testing was performed from the specimen at the time the blood was inoculated into the blood culture bottle. An organism was isolated from the direct culture, klebsiella pneumoniae. The instrument negative blood culture bottle from this patient was examined microscopically and cultured. An organism was isolated from the instrument negative bottle, klebsiella pneumoniae. The premature infant recovered from the sepsis event.